Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional information was requested; however, healthcare professionals were unable to provide additional information. This is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly explanted due to no benefit from the device. The recipient was reportedly a nonuser. The recipient's device was explanted. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.